Manufacturer narrative:
Additional narrative: investigation summary background: no product was returned; the investigation was performed based upon a review of the received medical images attached to the main complaint. Upon review of the medical images, no issues can be identified with the device. The cause for the complaint condition is not able to be determined. Further information received states that further testing by the customer revealed the devices functioned as intended and original issue was due to the user's technique. The reported condition of an infection is not able to be confirmed. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for unknown spine insertion instruments/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from brazil reports an event as follows: it was reported that during an unknown procedure (B)(6) 2018, it was discovered that the kirschner wire guide of the dens access box is unsuitable for use in surgeries. It was also noted that there are two (2) dens access key sheaths that are not picking up the screw. It is unknown how the issue was discovered. Procedure was completed with no patient harm. Concomitant device: screw (part: unknown, lot: unknown, quantity: unknown). This report is for two (2) unknown spine insertion instruments. This is report 1 of 1 for (B)(4).